Event description:
Philips received a complaint by the customer on the v60 indicating that the device turned off during operation and did not alarm. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was removed from the patient without incident. The customer evaluated the device with the remote service engineer (rse) and reported that neither the nurse call system nor backup alarm system were connected at the time of the incident. The customer also stated that the patient parameters were hft of 35 w/ 50% o2. The biomed customer ran the device but could not duplicate the reported failure given that the device cycled normally, and there were not any error codes to note; however, the event log was not downloaded and was not available. The rse advised the customer that the field service engineer (fse) would be notified for a power management (pm) printed circuit board assembly (pcba) replacement. The repair for this unit cannot be conducted at this time due to the part(s) being on back order due to a global product hold. The material has already been requested, and an order for the part(s) was placed to conduct the repair of this unit. The material ordered, pm pcba, aligns with the recommended repair of the reported malfunction per the service manual. When the parts become available, the repairs will be conducted. If new information is received and suggests that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.

Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-17200.

Manufacturer narrative:
The following information was not included in initial emdr submission. The field service engineer replaced the pm pcba to resolve the reported issue. The device passed required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened. Updated contact information, contact office entity, and manufacturing site.